Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown mallet (part number unknown, lot number unknown, quantity of 1).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the knob at the end of the helical blade coupling screw broke off during a trochanteric fixation nail (tfn) procedure on (B)(6) 2017. The surgeon was malleting the screw when it broke. The surgeon inserted a screwdriver into the cannulated portion of the screw and was able to remove the screw from the helical blade. There was a two minute surgical delay and unanticipated x-rays. The surgery was successfully completed with a good patient outcome. Concomitant devices reported: helical blade inserter (part 357.372, lot number unknown, quantity 1), 11mm/130 deg ti cann troch fixation nail 170mm-sterile (part 456.318s, lot number unknown, quantity 1), helical blade (part number unknown, lot number unknown, quantity 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number 4546586. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: (B)(4). The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (helical blade coupling screw, part number 357.377, lot number 4546586). The subject device was returned with the complaint condition stating: the helical blade coupling screw was returned with the proximal knob sheared off of the shaft at the weld location. The part was received broken in two pieces. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The part #357.377 helical blade coupling screw is a reusable instrument available for use in the titanium trochanteric fixation nail (tfn) system to facilitate head element (helical blade and lag screw) insertion. The device was returned and it was reported that the knob at the end of the helical blade coupling screw broke off during a trochanteric fixation nail (tfn) procedure on (B)(6) 2017. The surgeon was malletting the screw when it broke. This condition is confirmed; the device was received broken in 2 pieces. The proximal knob has sheared off the shaft at the weld location. The balance of the returned device is in fair condition, the knob is worn from multiple hammer strikes. This part was released to warehouse 3/2003. Although a definitive root cause could not be determined, it is likely that this complaint condition is possibly due to excessive force or poorly angled hammer strikes to the knob during surgery. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that this complaint condition is possibly due to excessive force or poorly angled hammer strikes to the knob during surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.